Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient experienced loss of consciousness and was sweating profoundly. The cgm reading was 40 mg/dl at that moment, and no blood glucose reading was reported. The mother treated the patient with glucagon and called an ambulance. When a fingerstick was taken by the paramedics the cgm reading was 300 mg/dl, and the blood glucose reading was 128 mg/dl. The patient was given a sandwich and orange juice by the mother, and no further treatment was reported to be needed. The paramedics left, and at that moment the blood glucose reading was 145 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid was taken when the ems arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available.